Event description:
Healthcare professional reported the patient was injected by an unknown injector with a "new" juvederm with lidocaine. Sometime later the patient experienced two "lumps/nodules/granulomas" at the oral commissures where the patient had been injected. Treatment included hyaluronidase on two subsequent dates by a different physician. The patient then presented at the office of the reporter and had one of the granulomas removed. A biopsy was performed by the physician and the results indicated "something else" and speculated it could be another dermal filler. The physician thought it was "unlikely" the adverse event was due to the juvederm product, but could not say so decisively.

Manufacturer narrative:
Further information from the reporter regarding event, product, lab results and patient details has been requested. The event of "lumps/nodules/granulomas" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: adverse events: clinical evaluation of juvederm ultra plus xc. The most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.